Manufacturer narrative:
Argus case: (B)(4).

Event description:
Swallowed the product [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received denture cleanser (polident 5min quick plus cleanser) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident 5min quick plus cleanser. On an unknown date, an unknown time after starting polident 5min quick plus cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident 5min quick plus cleanser was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 5min quick plus cleanser. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received from a consumer by call center representative via phone on 13sep2021. The consumer reported that,"an acquaintance of the reporter swallowed the product. The product is "5 minutes quick plus" and there are no side effects. "